Event description:
It was reported that the device was used during a lateral fusion procedure with many other unknown devices and there was an adverse event. No specifics have been provided. It was noted that the patient lost a lot of blood. The patient status and outcome of the procedure is unknown at this time. Attempts to obtain additional information have been made but no information has been received as of the date of this report.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned to the manufacturer; therefore, an evaluation could not be performed. The device was not returned to the manufacturer; therefore, an evaluation could not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.